Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit does not recognize batteries. There was no patient involvement reported.